Event description:
According to the reporter, the customer called in and stated that they have a patient that fell. The patient cut opened their head and the device recorder dropped into some water. The patient refused medical treatment. The customer is unable to get the device connected to the software.